Event description:
Dr (B)(6), implant surgeon of the hosp, reported to our sales rep, (B)(4), that he was performing a metal excision (after healed fracture) surgery procedure. During this, he observed that the head of the screw was loosen. The thread could separately be removed from the bone. There was a delay of 15min. The surgery was successfully completed at the end.

Manufacturer narrative:
Add'l info has been requested and if made, available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.